Event description:
Pt treatment was delivered using the impac record and verify system. Eight different rediation fields were delivered as planned although, only 7 fields were recorded, in the impac record and verify system, as being delivered. Field 07 was not recorded as having been delivered. This product is a medical software product used for the delivery of radiation treatments interfacing with a medical linear accelerator.